Event description:
France. Allegedly a patient develop a capsular contracture baker grade ii and a device rupture was found in her right breast. Revision surgery was required.

Manufacturer narrative:
Establishment labs has not received the unit involved for analysis yet. However, the following information has been reviewed: dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture occur when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿. " a capsular contracture pertains to hypertrophic scar tissue investing in a foreign body or surgically implanted device, compromising the aesthetic outcome, resulting in pain, breast deformity, and often necessitating further operations. Detection of breast cancer by mammography may also be challenging. Capsular contracture may be more common following infection, hematoma and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is the most common complication following implant- based breast surgery and is one of the most common reasons for reoperation." Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. When the investigation process is completed, the applicable findings will be included in a supplemental. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.

Manufacturer narrative:
Following further review of the information received, this case has been determined to be not reportable. The claim was misdirected to establishment labs s.a., as the device involved in the reported event corresponds to a competitor¿s breast implant and not to a motiva implants® device manufactured by establishment labs s.a. This is supported by the references and product identification details provided in the complaint documentation, which do not correspond to our manufacturing records. Therefore, no establishment labs device was involved in the reported incident, and no causal relationship with our products can be established. The reporting establishment has been contacted and informed of this discrepancy. A request has been made for correction of the initial submission to the french competent authority (ansm) to accurately reflect the manufacturer responsible for the device involved. Based on the above, this case does not meet the criteria for reportability for establishment labs s.a. Under applicable vigilance requirements.